Event description:
Inner portion of the tensioner of the mid-face plate cutter broke while trying to cut a pre-formed orbital floor plate on (B)(6) 2013. A mesh cutter was used to finish dividing the orbital floor plate. The patient suffered a previous unknown injury on (B)(6) 2013. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Additional narrative: a product development evaluation was conducted and the report indicates that the device, plate cutter for mid-face plates (part number: 03.503.039, lot number: 3404749), had a few minor spots of corrosion visible on the pivot screw and on the broken spring. However, the cutting blades still appeared sharp. The leaf spring with tab is broken approximately 1 mm from the screw that attaches it to the handle. Without the spring, the plate cutter is still capable of cutting in-house mid-face plates. From a design perspective, the leaf spring can break due to the material properties, excessive force, fatigue, or device design. The leaf spring is made out of stainless steel 420a which is a standard instrument material. The usage of the plate cutters is not available, so it is unknown whether or not excessive force was applied to the leaf spring. From a product development perspective, this complaint is indeterminate because the cause of the noted leaf spring breakage is unclear. The risk assessment does adequately address the risk of the plate cutter leaf spring breaking. No manufacturing related fault could be detected. Placeholder.

Manufacturer narrative:
A manufacturing evaluation was conducted and the report indicates that the leaf spring with nose is broken. The relevant dimensions of the device were checked and no deviation was found. However, the exact cause of this occurrence cannot be defined; therefore this complaint is indeterminate from a manufacturing standpoint. The problem could be due to continuous high load pressure causing the breakage in this device.

Event description:
This is 1 of 1 device for this event reported on (B)(4).